Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode and was taken to the emergency room via ambulance. The patient's spouse indicated that the emt indicated that the pacemakers was not working. It was noted that the patient had atrial fibrillation (af) and the patient's arteries, including the carotids, were clogged. A technical services (ts) consultant was contacted regarding this issue and indicated the only way to ensure the device was working properly would be to have the device checked. The patient's spouse did indicate that the device was checked two months ago and functioned normally. No further adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.